Event description:
It was reported that a spectrum infusion pump had a door latching problem. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door latching problem" as a door not fully latched alarm. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.